Manufacturer narrative:
Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the liquid splash that affected the 6-drawer main unit was also reported to have involved the 7-drawer auxiliary cabinet. A field service engineer (fse) inspected the auxiliary cabinet for potential contamination following the reported incident. After users completed surface cleaning, the fse removed row boards from the affected drawers and inspected the drawer chassis, row boards, and cables, finding no evidence of liquid ingress. The customer successfully accessed the drawers and pockets during testing. Although drawers 4 1 and 4 2 had previously failed, a station reboot and recovery attempt restored all drawers and pockets, likely due to evaporation of residual contamination. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary liquid splash that had affected the 6-drawer main was also reported to have occurred on the 7-drawer auxiliary. However, it was unclear whether the 7-drawer auxiliary had been evaluated.however, there were no delays or adverse events or injuries reported based on this event.